Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was a no power issue with the pump. The reporter stated that the patient had a blood glucose of 350 mg/dl with symptoms of vomiting and moderate ketones. The patient received phone advice from their healthcare provider and treated their hyperglycemia with insulin injections. The reporter stated that the pump¿s battery died overnight which caused the hyperglycemic event. The reporter was able to insert a new battery into the pump and power it on with no issues. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event after not responding to battery alarms.